Manufacturer narrative:
Beckman service was not sent to the customer site. The customer (fse) replaced the reference electrode to resolve the issue. (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous results for the ise (ion selective electrode) chemistries on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.